Manufacturer narrative:
(B)(4)

Event description:
It was reported that "for the past 6 months" the patient has been feeling pain at the implant site. It was stated that the patient feels like a "burning" in his spine. It was also stated that there was a "bad burning" at the pocket site that was there "24/7". It was reported that the patient could not move his right leg. It was reported that there was a nerve in the patient's right leg that if the patient "compressed on the implant it would move the muscle in the right leg and it was very painful". It was stated that the patient uses a magnet to turn the device on or off. It was reported that the device "would not even turn on anymore". It was reported that the device did work for the patient, but now "it is a burden on him". It was reported that the patient sees a pain doctor and has oral pain medication, "lortab" as a substitute. It was reported that the patient "loved the stimulation device when it was working". It was stated that the device was "old and needed to be replaced". It was stated that the patient was "disabled". It was reported that the patient had a doctor appointment scheduled. Additional information has been requested, but was not available at the time of this report

Manufacturer narrative:
Concomitant products: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 1998, product type extension; product ID 3487a-33, lot# l49002a, implanted: (B)(6) 1998, product type lead; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer on (B)(6) 2018 reporting that their initial device did not work and they have to put a new one in. It was not verified during the call if the initial device was removed or not. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.